Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported clip interacting with the chordae appears to be related to the user technique/procedural circumstances of difficulty visualizing the second clip. The reported patient effect of foreign body in patient was a result of procedural circumstances as the clip was believed to have been deployed on the anterior chordae. The reported foreign body in patient was therefore a result of procedural circumstances. The patient effect of failure to deliver mitraclip nt to the intended site as listed in the mitraclip nt system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was provided: the clip was able to be freed from the chordae without injury; however, during deployment, the clip was implanted only on the chordae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip remained only attached to the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted at a2/p2, reducing the mr to 1-2. The second clip delivery system (cds (B)(4)) was advanced for medial placement. It was noted that visualizing the second clip was difficult since it was close to first clip. While attempting to place the second clip, the clip became stuck on the anterior chordae. After careful movements, the clip was freed without injury, and retracted back to the left atrium. A successful grasp was made, reducing the mr to <1. The leaflet insertion was confirmed and the clip was deployed; however, after deployment, the leaflets were moving freely. It was believed that the clip had not been deployed on the leaflets, and was deployed only on the anterior chordae. The mr had increased from grade 1-2 to 2+. A third clip was successfully deployed, medial to the first clip, reducing the mr to grade 1. All three clips were confirmed to be secure and the patient was stable post procedure with no further treatment performed. No additional information was provided.